Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not requested to be returned for evaluation due to infection. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted seventy-three (73) days, was explanted due to mitral stenosis caused by possible prosthetic valve endocarditis. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. On pod#16, pacemaker implantation (pmi) was performed. The patient got a fever after the pmi and was suspected prosthetic valve endocarditis. The device was explanted and replaced with an sjm epic valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was not returned for evaluation due to infection. Multiple cardiac surgical procedure: tricuspid annuloplasty with a medtronic tri-ad ring at implant. Tricuspid annuloplasty at explant. Type and source of infection were not reported. There was no allegation of device malfunction.